Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient had a revision. Caller read from records that on (B)(6) 2024, it was documented that they assisted hcp at bam with "removal and replacement of spinal cord stimulator". Caller didn't have any further details and commented that they didn't know if this was the date of the revision or just when it was documented, they didn't know what "bam" was and they didn't know hcps first name. Troubleshooting was not required. Tss reviewed drs information and that 97714 should have reached eos in (B)(6) 2024. Tss reviewed head-only guidelines for MRI.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3888-28 lot# l39866, implanted: (B)(6) 1996 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported the device was explanted on (B)(6) 2024. Device was worn out. Leads not working. The device status was unknown.